Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e1 (initial reporter), h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check by customer, the cardiosave intra-aortic balloon pump (iabp) has auto fill error. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has auto fill error. There was no harm reported.

Manufacturer narrative:
Updated data: b4, e1 (email), g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had ran all the manifold test. Actually the device had failed the pim/fill manifold and drive manifold test due to which the fse had replaced the compressor , scroll (compressor). Than later it was being found that the "fill manifold test" has been failed therefore only the fse had replaced the "fill manifold". After that the fse had performed the pm and passed all functional and safety tests according to the factory specifications. The device was cleared for clinical use and also performed the pm. The device had also passed all the functional and safety tests according to the factory specifications and the unit was cleared for clinical use.